Manufacturer narrative:
The customer¿s reported problem was confirmed. The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the customer received an incorrect material. The received package did show the expected part tc10006460. But inside the package was barrel clamp for syringe/pca tc10006400. There was no patient involvement.